Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to poor performance and lack of benefit with the device. The patient was reimplanted with another cochlear device during the same surgery.